Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the mainboard of the sipap ventilator was damaged by the customer. The event happened due to overloaded power outlet. The customer confirmed that there was no patient associated with the reported event.